Event description:
It was reported that following a right knee arthroplasty, the patient is experiencing pain, swelling, difficulty walking and intermittent popping noises while walking. The patient is currently undergoing rehabilitation and no revision has been planned. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown nexgen lcck femoral component size g catalog #: ni lot #: ni; unknown nexgen tibial component size 5 catalog #: ni lot #: ni; unknown nexgen lcck articular surface 12mm catalog #: ni lot #: ni; unknown nexgen femoral stem extension 18mm x 100mm catalog #: ni lot #: ni; unknown nexgen tibial stem extension 14mm x 100mm catalog #: ni lot #: ni; unknown nexgen distal augment 5mm catalog #: ni lot #: ni; unknown nexgen distal augment 5mm catalog #: ni lot #: ni; unknown nexgen posterior augment 5mm catalog #: ni lot #: ni. Report source - foreign: sweden the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-02787; 0001822565-2022-02788; 0001822565-2022-02789; 0001822565-2022-02790; 0001822565-2022-02791; 0001822565-2022-02792; 0001822565-2022-02793; 0001822565-2022-02795. Insufficient information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Medical records review indicates that patient experienced continuous pain after the surgery with difficult walking with rom 0-95. The patient continuous to improve rom, but started experiencing popping sound, swelling and slight slippage laterally on extension. No significant finding from the x-ray too. No revision planned yet. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.